Manufacturer narrative:
The pump was received with motor error alarm during basic occlusion test and compromised force sensor system alarm at 4.0 lbs. During prime test due to moisture damage inside force sensory system. The occlusion test was unable to be performed due to compromised force sensor system alarm. Motor passed motor test. The pump had cracked display window corner. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 150 mg/dl. The customer states their levels had gone as high as 469mg/dl. The customer was assisted with troubleshoot. The customer states the device began to shoot insulin and alarm for compromised force sensory system alarm. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.